Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that dilator tip damage occurred. During preparation for a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. The tip of the dilator was noted to have been lifted. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported. The sheath is not expected to return for laboratory analysis as it was disposed.